Event description:
Fast flow. Infused in less than 24 hours instead of 66 hours. No adverse event occurred.

Manufacturer narrative:
No sample was received for evaluation and investigation. Without the actual product, a complete analysis cannot be conducted. The device history record for the above lot was reviewed. All manufacturing operations were found to be within specification.